Manufacturer narrative:
UDI number: ni. The reduction screw remains implanted so was not available for evaluation. Based on information provided by the reporter, the incorrect instrument is used to hold the reduction screw in place during closure top installation. Testing using a reduction screw retained by the manufacturer found this allows the tulip of the reduction screw to splay open and the closure top to cross-thread within the tulip so that it does not tighten appropriately. The labeling was reviewed and does provide instructions related to the correct instrumentation to use with the screw. Reference report 3012447612-2018-00875.

Event description:
It was reported that a closure top moved after being final tightened within the reduction screw, so it was final tightened a second time during surgery to complete the procedure. There were no reported patient impacts associated with this event. This is report two of two for this event.